Event description:
I received breast implants in 2012 most seemed well until 2017 when I really started noticing changed in my body and health started with breakout, breast contracture, anxiety, hair loss, joint pain, slower healing, fatigue, weight gain and with the last eight months my memory has quickly worsened, my vision also. During this time fatigue has worsened along with red, yellow eyes, inflammation all over. Contracture has worsened. This has all come with no sure answers through blood tests just more things to look in to. I believe it's my breast implants and will be explanting next month. There is more but this is all I can remember right now as my memory is very bad. FDA safety report ID# (B)(4).